Event description:
Per the clinic, the device was explanted on (B)(6) 2024, due to cholesteatoma around the electrode array. Reimplantation is planned but had not taken place at the time of this report.